Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient complained of blood pressure fluctuations at the time of the catheter revision on (B)(6) 2015. During the revision it was found that the catheter was occluded. Surgical observation was done on (B)(6) 2016 and a catheter occlusion was confirmed. It was also noted that the pump had been reprogrammed on (B)(6) 2015.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8711, lot# j11506r10, implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (4000 mcg/ml at 1688.3 mcg/day), clonidine (1100 mcg/ml at 464.3 mcg/day), and bupivacaine (10.0 mg/ml at 4.221 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient complained of unsteady, blood pressure fluctuation on (B)(6) 2015. An other surgical intervention on (B)(6) 2015 included a catheter revision. The event resulted in a unscheduled clinic or office visit. The outcome of the event was noted as resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as possibly related to the device or therapy, unlikely related to the implant procedure, and possibly related to the drugs fentanyl, clonidine, and bupivacaine with the drug action that caused the event being noted as no change in drug.

Manufacturer narrative:
Catheter (B)(4) no longer associated with the catheter occlusion as follow-up with healthcare provider reported the occlusion was with catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the catheter was occluded and stated the occlusion was associated with the revision kit catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.